Manufacturer narrative:
Concomitant medical products: concomitant therapies: lipitor, adderall, buspar, [illegible], zanaflex. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they experienced pain as they were injected in the lips with juvéderm voluma® xc. Upon investigation it was confirmed that the patient was injected in the chin and hcp noted "no adverse symptom noted by the provider" and "patient has never reported any adverse symptoms to the provider." Patient claimed the product caused granulomas and claimed they were removed by a plastic surgeon, patient also alleged vascular occlusion. Event resolution is noted as "na." By the healthcare professional.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Based on record, the most probable root cause is due to use error by physician. Juvéderm voluma® xc is not indicated for use into the chin.

Event description:
Patient reported they experienced pain as they were injected in the lips with juvéderm voluma® xc. Upon investigation it was confirmed that the patient was injected in the chin and hcp noted "no adverse symptom noted by the provider" and "patient has never reported any adverse symptoms to the provider." Patient claimed the product caused granulomas and claimed they were removed by a plastic surgeon, patient also alleged vascular occlusion. Event resolution is noted as "na." By the healthcare professional.